Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. An evaluation of the available follow-up data showed that the battery status was eri. An amount of 44 charging cycles was performed by the device within 25 minutes on june 28, 2025, as well as an amount of 60 charging cycles within one hour on july 06, 2025. However, the data showed no indication of a device malfunction. The provided x-rays were analyzed. An externalization of an inner conductor proximal to the shock coil can be confirmed. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular devices manufacturing. Based on the available data the root cause could not be determined. Should further relevant information or the devices themselves become available this investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
During the replacement of the associated ICD, lead insulation damages were noted. The lead was capped and replaced.